Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigation revealed that parts of the display lens seal are missing. The display lens is not peeling off.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. It was reported that at camp yesterday, the patient went to put the pump back on after swimming and the hard screen had come off the pump. It was reported that the seal around the screen was coming off about 2-3 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.